Manufacturer narrative:
It was later reported that the device was electively explanted and the defibrillation lead was surgically abandoned.

Event description:
--

Manufacturer narrative:
The lead was returned in five severed segments. The largest segment including the yoke is 295mm from the proximal high voltage terminal pin to the severed end. The portion of is-1 leg excluding the terminal pin was returned measuring 25mm. A portion of the trilumen insulation measured 84mm and there were no cables inside this lumen. Two high voltage cables were returned. One measured 95mm and the other 40mm. Setscrew marks, six each, were noted on the distal and proximal high voltage terminals. Insulation damage was also noted; trilumen insulation abrasion through to the rs- lumen at the distal end of the trilumen segment (84mm). Visual inspection also noted webbing damage through to all three lumens in this area. The 95mm cable, appeared fractured on one end, and the gore was torn/abraded through.

Manufacturer narrative:
The lead was returned and detailed analysis is pending.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a rise in shock impedances eventually measuring > 125 ohms. Noise was present on the shock electrogram however other lead measurements were normal. There was concern of possible fracture. As of recent this patient has started a workout with a lot of arm lifting. No adverse patient effects were reported.

Manufacturer narrative:
Technical service discussed history and possible causes. Resolution was requested from the field. Nothing further has been provided to date. Should additional information become available this event will be updated.